Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc experienced the needle through the catheter during use. The following information was provided by the initial reporter: during the infusion of indwelling needle for the patient, the nurse found that the hose was broken during the process of withdrawing the hard needle and entering the hose, leading to the puncturing failure.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 7356283. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc experienced the needle through the catheter during use. The following information was provided by the initial reporter: during the infusion of indwelling needle for the patient, the nurse found that the hose was broken during the process of withdrawing the hard needle and entering the hose, leading to the puncturing failure.